Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the left ventricular (lv) lead, the physician experienced some difficulty placing the lv lead into the target vessel. After the lead was placed and the electrical numbers were being checked, the patient's blood pressure dropped. An echo was performed and pericardial effusion was discovered, and it was suspected that the lv lead had possibly caused a perforation. Pericardiocentesis was performed during the procedure and after the procedure. The lv lead remains in use. No further patient complications have been reported as a result of this event.